Manufacturer narrative:
File a 30-day MDR. An assessment was conducted. The event is still considered reportable under FDA's regulation.

Event description:
Customer reports wheezing and shortness of breath. Was seen in emergency room and prescribed albuterol & breo inhalers. Md recommended discontinue use of soclean. Symptoms subsided after discontinued use.